Event description:
It was reported that the patient faced an event where Infusion set tubing was leaking at the site and experienced Hyperglycemia treated with correction injection via MDI on (b)(6) 2026.

Manufacturer narrative:
E1: Name: (b)(6).Country: United States of America.(b)(6).Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.